Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during a procedure, the wire collet was producing metal shavings. The procedure was completed successfully utilizing back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Conclusion: device was scrapped by stryker. The reported event of the attachment producing metal shavings was duplicated. It was confirmed that the metal shavings were found around the lever pivot area by the technician through inspection. Upon disassembly, the metal surface of the driveshaft was found to be scored, which may cause or contribute to the reported event.

Event description:
It was reported that during a procedure the wire collet was producing metal shavings. The procedure was completed successfully utilizing back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.